Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-03019 pertains to the other device. It was reported to boston scientific corporation that an obtryx-halo transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced from pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, and the need for additional surgery. All other information, including the patient's current condition, is unknown and reportedly unavailable.